Manufacturer narrative:
The reported failure of the supercapacitor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while using a trilogy evo ventilator. The device was in use by a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to supercap_failed was recorded in the device event log. In conclusion, the device's system board needs to be replaced to address the issue. The system board is currently not in stock therefore the expected repair completion date is undecided. If any additional information is received, a follow-up report will be filed.